Manufacturer narrative:
The device is not returned. The device history records (DHR) of the device concerned were reviewed: the production lot, to which the device concerned belongs, passed all in-process inspections for every product, and the finished product inspections on representative samples based on sampling plan. No nonconformity or abnormality in the manufacturing processes of the device concerned was found. We assume the cause of this as follows: the event may have been influenced by procedural factors, such as excessive traction associated with the device becoming stuck within the sheath, as well as patient-related factors, such as vessel fragility. In the instructions for use of metacross otw (3210-2), we state the potential of known risk as below. [Precautions during usage]: 11. Do not insert or remove the catheter rapidly. (Operating rapidly may damage the catheter or injure the vascular intima.). 16. If any abnormality such as strong resistance is experienced while manipulating the catheter, the procedure should be discontinued immediately. The cause should be verified and appropriate measures should be taken. (Continuing the operation with excessive force may result in damage to the catheter or in vascular wall injury.). 22. If resistance is felt during post procedural withdrawal of this device, it is recommended to withdraw the entire system together with the introducer / guide sheath. [Complications]. Device failures: difficulty in removing the device, adverse events: local internal bleeding or hematoma, intimal rupture, vascular dissection, vascular perforation, vascular rupture.

Event description:
During removal of the device, resistance was encountered within the 6fr sheath. As the removal was continued, the iliac artery was injured, resulting in bleeding (estimated to be >250 ml). Appropriate medical intervention was performed, and the patient's condition ultimately stabilized.